Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, it was noted by an authorized bench technician that the measured output for the capacitor was below the allowable range. There was no patient involvement.